Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring greater than 200 ohms. The patient received an appropriate shock in august, and the impedances increased after the shock. It was noted that the patient fell at the time of the shock. Boston scientific technical services (ts) recommended replacing the rv lead. This rv lead remains in service. No adverse patient effects were reported.